Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies;k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® sst¿, the nurse noticed a cracked tube and replaced it with a new tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a tube with a crack along its side. Additionally, 30 retained samples were visually inspected for cracks, and all were found to be within specification. Furthermore, 10 retained samples were visually inspected for brittleness, and none showed any signs of failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® sst¿, the nurse noticed a cracked tube and replaced it with a new tube. There was no health impact or consequence reported.